Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions, and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed per evaluation of the returned device. Available information suggests that improper tip expansion, patient factors (calcification, tortuosity, under-sized vessels), and/or procedural factors (high push forces) likely contributed to the event as it was reported, 'the physician initially did not push any harder for fear of damaging something, but normal push force would not advance the valve. It took more than the normal amount of push force in order to continue advancing the valve.' Additionally, calcification, tortuosity, and undersized vessels were confirmed via 3mensio. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, after removing a 16f esheath from the patient, it was noted that the distal tip of the sheath had damage. There was a small portion that was torn but remained attached to the sheath. There was no damage caused to the patient. Physician asked why this happened, so the fcs will send the esheath in for examination. The ref/lot number of the esheath was unable to obtained as the packaging had been discarded. The fcs provided photos of the distal tip tear. Upon follow up the fcs advised there was difficulty pushing the delivery system out of the distal end of the sheath. The valve seemed to be caught on the sheath and as more push force was applied, the valve/ds jumped forward out of the sheath. There were no difficulties during delivery system withdrawal or esheath removal. The esheath was not torqued during the procedure. No actions taken during the event, the damage to the esheath was seen upon removal. The piece that was torn was still attached to the end of the sheath so there was nothing to retrieve, and there was no harm caused to the patient. The physician initially did not push any harder for fear of damaging something, but normal push force would not advance the valve. It took more than the normal amount of push force in order to continue advancing the valve. At this point, is when the doctor and the fcs observed the valve jump forward. The patient's outcome was stable.

Manufacturer narrative:
Investigation is ongoing.